Manufacturer narrative:
Continuation of d10: product ID :977a260; lot#serial#: (B)(6); implanted: on (B)(6) 2018; explanted: on (B)(6) 2020; product type: lead; product ID: 977a260; lot#serial#: (B)(6); implanted: on (B)(6) 2018; explanted: on (B)(6) 2020; product type: lead; product ID: 97792; product type: accessory; product ID: 97792; product type: accessory; h3: analysis of the ins found no anomalies. Analysis of the lead (B)(6) found that the distal end conductors were broken. Analysis of the lead (B)(6) found that the lead was cut, product segmented. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis #259858807:analysis information -- 2021-05-21 15:00:13 cst pli# 10 product ID# 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2020 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2020 product type lead product ID 97792 lot# unknown product type accessory product ID 97792 lot# unknown product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Patient reported her prior ins broke and the wires came loose and ball up at the bottom and they had to replace it.

Event description:
Additional information was reported that the rep said he charged the implant to above 30% prior to lead revision today and he connected to the battery prior to going into surgery. Rep said he exited and when he tries to connect to it now, he can't. Technical services (ts) suggested resetting the communicator and tablet, rep said he still can't connect. Rep said the health care provider (hcp) wants pt to have new ins since rep can't make connection now. Ts told rep it's a bit premature to give up already, but he proceeded to open another ins and he was able to connect to it. During surgery it was observed that the leads had migrated down. One lead had pulled down one full vertebral level and the other had pulled down 5 full levels. The doctor thought that he could see where the lead had been fractured. During the past year the patient has fallen a couple of times and this is thought to be the source of the lead migration. The ins battery was dead prior to the surgery. The surgery was delayed by one hour while the battery was charged up to 30%. The rep connected to the battery with their tablet. During the surgery the battery kicked off my connection and was unable to regain a connection. Without a connection and unsure what the condition, function and connection on the battery was, the doctor made the decision to replace the battery.

Manufacturer narrative:
Continuation of d11: product ID: 977a260, serial#: (B)(6) implanted: (B)(6) 2018; product type: lead; product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2018, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient via a manufacturer representative (rep) on (B)(6) 2020 reporting that the patient noticed a ¿stop in therapy¿. They were no longer able to feel paresthesia. It was unknown if there were factors that contributed to the issue. It was reported that the patient hadn¿t had any falls in the last three months. However, prior to this time frame they had a few falls. It was also noted that they had lost 50 pounds and noticed that their leads and battery were more pronounced than they used to be. They stated that they had caught or bumped the battery/leads a couple of times. The rep interrogated the battery and sent an image of impedances showing not to use contacts 0, 2, 3, 4, 5, 7, 9, 10, 12 and 14 as they were 40,000 ohms. Contacts 1, 6, 8, 11, 13, and 15 all showed up as possible opens and to avoid as using these electrodes may increase energy consumption or impact therapy efficacy. They also showed up as 40,000 ohms.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the battery was interrogated on (B)(6) 2020 and a connection and impedance check was performed. The patient was asked about falls or other problems that may have impacted the battery/leads. The patient had a couple falls, but not within the past three months or near the timeframe of losing stimulation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the leads were pulled down and appeared fractured so both were replaced, and the event has been resolved. The cause was of being unable to connect was not determined

Manufacturer narrative:
Continuation of d11: product ID: 977a260. Lot# serial# (B)(6). Implanted: (B)(6) 2018. Explanted: (B)(6) 2020. Product type: lead. Product ID: 977a260. Lot# serial# (B)(6). Implanted: (B)(6) 2018. Explanted: (B)(6) 2020. Product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-03-05. It was reported the cause of the patient¿s high impedances was not determined. They reprogrammed different electrode configurations. The patient was able to adjust the stimulation without an error message. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for n on-malignant pain. Information was reported that the rep is getting settings not available on the controller and getting out of regulation (oor) on the tablet. The patient saw it on her controller two weeks ago, and the rep saw it again today. The rep stated contact 11 and 12 are over 40k ohms, so he was able to program around them. As a result the patient can increase group a and b with no issues, but group c is still encountering oor on the controller. Group c has 6 activate electrodes on low dose and a pulse width of 550. Technical services reviewed to look at the impedances form the session report to see what electrodes are with one another and see if he can eliminate a higher value impedance from the programming. No further complications were reported. No patient symptoms were reported.